Event description:
The lead dislodged and the physician felt it may have happened when he sift/peeled the worley catheter to place the lead originally. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).